Event description:
It was reported the patient had bladder infections and bladder ¿issues.¿ no further information was reported. Additional information could not be obtained at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va092jm, implanted: (B)(6) 2013, product type: lead. (B)(4).